Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Customer followed-up and stated that the issue was user-induced. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. No further action was taken as it the issue was resolved by the customer and deemed to be user-induced. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operating room (or) staff called to report an issue with the monopolar curved scissors (mcs) lagging when opening and closing the jaws. Caller reported they moved the instrument from arm 1 to arm 3 and the issue persisted. They also installed a new mcs, but the issue was still present. Technical support engineer (tse) recommended reseating sterile adapter, which staff reported they did. Tse noted a single 22021 on arm 3. Caller had cases to follow. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 10-apr-2026: the reporter does not know the serial number of the mcs instrument, and it was not believed to be returned.